Event description:
Based on additional information received on 30-nov- 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction was added). Additionally, the company suspect product of synvisc was deleted from the case. This case is cross referred with cases (B)(4) (cluster). This unsolicited case from united states was received on 30-nov-2017 from health care professional (medical assistant). This case concerns a patient (age and gender unspecified) who received treatment with synvisc one or injection and after an unknown latency had pain and swelling, also, device malfunction was identified for the reported lot number. No relevant concomitant medications, past drugs, medical history and concurrent conditions were reported. On an unknown date, patient received treatment with intra- articular synvisc one injection (lot number: 7rsl021, exp date: may-2020) (frequency, indication, dose: not provided). On unspecified date, latency unknown, patient was having issues pain and swelling. Action taken: unknown. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event of device malfunction additional information was received on 30-nov-2017. Global ptc number was added. The company suspect product of synvisc was deleted with details. Additional event of device malfunction was added with details. Seriousness criterion was added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 18-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain and swelling. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.